Event description:
It has been reported to philips that a bodyguard message appeared, and rotational scanning was not possible. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that a bodyguard message appeared, and rotational scanning was not possible. Fse found that the bodyguard sensor and force sensor did not pass testing and diagnostics. Review of the log file showed zero positions of all movements. Found table rotational out of 0 and causing the rotational scan to move slow and also caused normal movements to slow. Fse calibrated geometry movements. After calibration of geometry movements, the system was returned to good working condition. The codes were updated based on the investigation outcome.